Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. The customer had no symptoms. Troubleshooting was performed. Customer had no delivery alarm. Customer blood glucose reading in december was between 500 mg/dl and 600 mg/dl, the reading was the same for march. Current blood glucose reading is 608 mg/dl. Customer reports event was resolved by changing complete set of reservoir and infusion set. Infusion set and reservoir are returning for analysis.